Event description:
Sales rep reported on 28aug2024 that a surgeon experienced a bearing popped out of a vbeal-3-7w. It was reported that the surgeon chose to leave the device implanted without the bearing and the rep does not believe this will cause the patient additional harm. The rep reported that there was about a 45-minute delay in surgery due to having to remove the loose bearing from behind the plate. The rep also reported that there is currently no reported adverse event. No device is available to be returned but x-rays and a picture were provided. When initially reviewing the complaint, we saw that it said the surgeon indicated no additional harm; however, the delay in surgery was overlooked.